Event description:
It was reported that prior to starting a da vinci surgical procedure, the site experienced a system error code #212 when starting up the system. With the assistance of an isi technical support engineer and a field service engineer, the site reseated the cables at the pt side cart (psc). The site then performed an emergency power off (epo) and exercised all axis on the affected pt side manipulator (psm) arm while the power was off. The system was successfully homed and the site was advised that they could continue with the scheduled procedure. The system error 212 reoccurred as the site was preparing to dock the system to the pt. The pt was under anesthesia and port incisions had been replaced when the surgical staff made the decision to abort the planned surgical procedure and reschedule to a later date. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #212 was associated with a pt side manipulator (psm) arm and multiple servo driver (msd). The psm is an instrument arm located on the pt side cart that provides the sterile interface for the endowrist instrument. The system contains two multiple servo driver (msd) pca boards which provides drive current to the servo motors associated with each degree of freedom for each system arm. The system was repaired by replacing the affected psm and msd. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the safety systems put the da vinci in a "recoverable safe state." The components were returned to isi for failure analysis investigation. Engineering evaluation could not duplicate the customer reported system error, however, based on the system error code log, the axis potentiometer and motor encoder assemblies were replaced on the psm as a precautionary measure. On the msd board, the offset voltage was found to be out of spec. The board was recalibrated to correct the offset voltage. As of may 21, 2009, there have been no reported recurrences of the issue at this hospital.